Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "closed suction drainage is not associated with faster recovery after total knee arthroplasty a prospective randomized controlled study of 80 patients" written by duan wang, md, jin xu, md, wei-nan zeng, md, kai zhou, md, tian-hang xie, md, zhi chen, md, hao-da yu, md, jin-long li, md, zong-ke zhou, phd1, and fu-xing pei, md published by orthopaedic surgery accepted by publisher 23 january 2016 was reviewed. The article's purpose was to evaluate whether closed suction drainage (csd) is associated with early recovery of knee function patients undergoing total knee arthroplasty. Data was compiled from 40 cases in a csd group (8 males and 32 females with average age of 66.9 years) and non csd group of 40 cases ( 9 males and 31 females with average age of 66.8 years) that received total knee arthroplasties. Components utilized was press fit condylar sigma pfc. The article does not mention patella resurfacing and cement manufacturer is not identified. Depuy products utilized: sigma pfc knee system (fixed or rotating platforms). Adverse event: 7 total patients requiring blood transfusions - no further information provided.